Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis with blood glucose level of 377 mg/dl. Customer declined troubleshooting. Customer was tread with intravenous drip. Customer was unable to complete carelink upload. It was unknown whether the auto mode was on or not. The insulin pump will not be returned for analysis.